Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer¿s experienced different blood glucose level was 320 mg/dl, 380 mg/dl ,350 mg/dl, 115 mg/dl, 260 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. Troubleshooting was declined by the customer for high blood glucose. The product will not be returned for the analysis. Ozp mmt 7020a, frn model unknown , unomedical - infusion set.